Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of this incident, a field service engineer (fse) worked with the customer to recover the refrigerator storage space and resolved the issue. The system functioned as intended after the field service engineer assisted with the issues of the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator not detected on bus, door was failed to open. Customer stated that upon reboot, the station went to "windows is preparing, don't turn off the computer". The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.